Manufacturer narrative:
Updated fields: b4, g1-contact person at mfg site, g3. G6. H2, h6-type of investigation, investigation findings, investigation conclusion and h11. The issue was found by getinge field service engineer (fse) during pm. The unit is scrapped and removed from service.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). Corrected fields: e.1. Event site name. Updated fields: b.4., e.1. Event state, g.3., g.6., h.2., h.11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that during preventive maintenance cs300 intra-aortic balloon pump (iabp) unit will not boot up. There was no patient involvement reported.